Event description:
The surgeon inserted a single piece collamer intraocular lens model cc4204bf into pt's eye and the lens tore. The surgeon removed & replaced the lens without the incision. No pt injury.